Event description:
Add'l info rec'd from rptr (B)(6) 2014: on (B)(6) 2014 at 9:44 am, (B)(6) wrote: dear members of the press, with this email, I'd like to introduce you to (B)(6), whom I do not know personally. Dr (B)(6) recently posted an opinion in a letter to (B)(6) regarding morcellation. I have enclosed his writing below. In this letter, (B)(6) writes "in order to avoid morcellating a sarcoma in one woman, 1,000 women with sizeable fibroids would be subjected to a large abdominal incision, a prolonged recovery, and a hysterectomy to avoid leaving tumor behind." The statement goes on to suggest that saving the 1 in 1000 women is not worth giving up the presumed comforts afforded the other 999. In fairness, the professor does propose developing better preop diagnostics sometime in the future. In the meanwhile, I believe the professor believes that minimally invasive gynecologists ought to continue morcellating intracorporeally for the ease and comfort it affords. I would like to understand (B)(6) ethical and surgical reasoning fully, as I believe it crystallizes an unfortunate systemic "dys-reason" in contemporary gynecological thinking - one that I also believe the public at large should be aware of. Of course, I will prefix what follows by saying that I know that the professor, as a distinguished academic gynecologist, would agree that morcellating a hidden sarcoma leads to malignant dissemination and causes deadly stage 4 uterine cancers. I respectfully request that you publicly query (B)(6) as to how, in the absence of any definitive preoperative diagnostics (or any specific criteria) to rule in or out a hidden cancer of the uterus, his statement can be ethically justifiable. Whose wife, mother, sister or daughter shall we subject to this 1 in 1000 random selection process? On (B)(6) 2013, (B)(6) specialty randomly subjected my wife, mother of 6, daughter, sister and aunt to this catastrophic error in ethical and practice judgement. There have been many others like (B)(6) since the start of intracorporeal morcellation by gynecologists. I urge you to go to our petition website and see the many comments of the affected women and their loved ones. I will remind the professor that with over 500,000 hysterectomies performed in the us, many with intracorporeal morcellation, even his underestimate of (B)(6) occult uterine cancers causes several jetliner worth of women to die from a locoregionally disseminated stage 4 cancer. The world, (B)(6), is a big place with a lot of women in it, about 1/3 of whom undergo a hysterectomy by the age of 70. I would like (B)(6), as a distinguished academic gynecologist and surgeon, to ask himself if he would recommend that his own mother, wife, sister, daughter undergo intracorporeal morcellation in the setting of no definitive ability to rule out hidden uterine cancer. I will wager that his answer, if it were possible to separate his ethical thinking from corporate and professional interest, would be a resounding "no". But perhaps I am wrong. (B)(6).

Event description:
The use of a "morcellator" device during a minimally invasive hysterectomy caused a stage 4 cancer of the uterus requiring a second operation to possibly save my life.

Event description:
Add'l info rec'd from rptr (B)(6) 2013: the use of a morcellator during a laparoscopic hysterectomy on (B)(6) 2013 at (B)(6) hospital for presumed benign fibroid disease led to peritoneal dissemination of an occult and early stage leiomyosarcoma to an iatrogenically disseminated stage 4 sarcomatosis. Also see: http://hereandnow.wbur.org/2013/12/18/fibroid-removal-cancer. Also see: http://online.wsj.com/news/articles/sb100014240527023048669045792667141991.

Event description:
Add'l info rec'd from rptr (B)(6) 2013: the patient's spouse, doctor (B)(6), called to report that a intraperitoneal uterine morcellation, has led to the spread of leiomyosarcoma to the abdominal cavity, taking his wife from a stage 1 to a stage 4 cancer. He intends to contact the media to inform them that during surgery, microscopic pieces of malignant cells fall back into the abdominal cavity causing cells to change to a stage 4. He believes that this practice gives the women 24 months to live. He states that 1,000 women per year are being given a death sentence because of this practice. He request that the FDA look into this matter expeditiously.